Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4) .

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6) , +8.0d) was implanted (B)(6) 2024. Postoperatively, the patient underwent 3 light adjustments and no lock-in treatments. On (B)(6) 2026, approximately 15 months after implantation, the lal+ was explanted due to visual disturbances and a new lal+ sn (B)(6) implanted as a replacement.